Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula failed to lock into place with the device housing. Upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, based upon the inability to lock the cannula into place the investigation is confirmed for the identified priming issues. However, the reported self-activation will remain inconclusive, as functional testing was not completed due to the identified priming issue. The two bent bumpers likely contributed to both the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that upon removing the tissue sample from the sample notch, the top slide of the biopsy instrument was allegedly unable to be primed properly and self-activated. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removing the tissue sample from the sample notch, the top slide of the biopsy instrument was allegedly unable to be primed properly and self-activated. There was no reported patient injury.